Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. A review of stored memory identified a fault. The fault then resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) went into safety mode one month post-implant. On the same day the device entered safety mode, the patient was undergoing dental work. A revision was performed and the crt-d was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been returned for laboratory analysis. Once analysis is completed, this report will be updated.